Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Failure analysis found a partial lead measuring 5.5 cm with a full breach insulation degradation, exposing the outer coil, 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.